Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. The lead was planned to be repositioned however the physician decided to cap and replace the lead. No patient complications have been reported as a result of this event.